Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause for the reported condition was not determined. However, during evaluation, it was confirmed that the device displayed an e6 (overheat warning) error code. The assignable root cause resulting from failures identified during evaluation was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had cord damage, component damage and displayed an e6 (overheat warning) error code. It was further determined that the device failed pretest for visual assessment and motor thermistor assessment. It was noted in the service order that during pre-surgery it was discovered that the device did not work. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.